Event description:
The customer stated the instrument produced red colored smoke after they had finished the qc run this morning. The customer immediately powered down and unplugged the instrument. The customer indicated there was quite a lot of smoke, but it did stop spewing smoke after the instrument was powered down. The customer indicated that the incident happened at lunch time, so they all left the laboratory after it happened. The customer stated if they had not already been going to lunch, they would all have evacuated the laboratory due to the smoke. The customer stated that no operator was injured and that no patient samples were involved. The customer indicated the blown power supply was the only damage to the analyzer. The field service representative (fsr) found a blown power supply. He replaced the power supply and completed beginning of day maintenance activities. The customer performed calibration and all levels of controls. All were ok. On further follow up, the fsr indicated the power supply was original to the instrument.

Manufacturer narrative:
On further follow up with the field service representative, he indicated that the voltage was confirmed at installation at 110 volts. He also indicated that the power supply did have dust in it. He suspected that the dust was the cause of the overheating, but this has not been confirmed.

Manufacturer narrative:
The power supply was not available for further investigation. A specific root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.